Event description:
Customer reported that upon unplugging the antares power cord from the ac outlet in ICU, sparks flew and the plug and outlet caught fire. Siemens service engineer inspected the cable and noted that the "hot" prong was pulled from the molded plug.

Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed.